Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the reduction forceps (part: 398.41 ¿ lot/serial number: (B)(4)) was returned and reported to have a broken tip. This complaint condition was likely caused by over eight (8) years of consistent use and possible rough handling during surgery or sterile processing. However, this complaint is not likely the result of any design or manufacturing related deficiencies. A visual inspection, functional test, and drawing review were performed as part of this investigation. The reduction forceps are an instrument routinely used in the 2.4mm lcp distal radius system. The reported complaint condition of ¿broken tip¿ is confirmed as approximately 1cm of the most distal tip of one of the forceps prongs is missing and was not returned. The device was manufactured in january, 2008 and is over eight years old. The balance of the returned device is in otherwise fair condition with some visible markings and discoloration. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no non-conformance reports were generated during the production of this device. It is likely that over eight years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Phone number: (B)(6). Manufacturing date: january 23, 2008 in (B)(4). Review of the device history record showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the, components and final product met inspection records, certification test values and acceptance criteria. The hardness was measured as conforming. All parts of the lot were checked 100% for features and for function at the final inspection. No non-conformance reports were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the following: it was reported the tip of reduction forceps was found with the points broken off. It did not occur during surgery, but it's unknown when this occurred. The broken device was identified in reprocessing. A back-up part was available for surgery to be completed. No patient or procedural involvement. This is report 1 of 1 for (B)(4).